Manufacturer narrative:
(B)(4). UDI - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an unknown white powder was found inside the sterile package. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as the debris was found to consist of biocompatible packaging material and therefore poses no patient risk.